Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, upon the initial deployment attempt, an infold in the valve frame was observed and the valve did not flair correctly. The valve was recaptured and withdrawn from the patient. A new valve was loaded and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay of a couple minutes occurred as a result of the infold due to loading a new valve. Per the physician, mid-calcification at annular may have contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date: non-implantable device. Product ID {l-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, upon the initial deployment attempt, an infold in the valve frame was observed and the valve did not flair correctly. The valve was recaptured and withdrawn from the patient. A new valve was loaded and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was used for the procedure. A pre-implant balloon dilation was performed prior to the valve implant. During the implantation attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. A new valve was loaded, and fluoroscopic valve load inspection confirmed a good load. The new valve was implanted and there was evidence of possible moderate aortic regurgitation/paravalvular leak (pvl). An echocardiogram would be needed to discern central regurgitation versus pvl. A post-implant dilatation was performed, and final angiogram revealed a well expanded valve with minimal aortic regurgitation/pvl. The patient¿s executive summary was not provided for anatomical review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was used for the procedure. A pre-implant balloon dilation was performed prior to the valve implant. During the implantation attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. A new valve was loaded, and fluoroscopic valve load inspection confirmed a good load. The new valve was implanted and there was evidence of aortic regurgitation/paravalvular leak. A post-implant dilatation was performed and final angiogram revealed a well expanded valve with minimal aortic regurgitation/paravalvular leak. The patient¿s executive summary was not provided for anatomical review. Updated: d4, d8, d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, inside in a heart valve return kit fully submerged in cloudy 0.2% glutaraldehyde, visual analysis showed evidence of blood contact. The valve was received slightly compressed at the inflow. As received, leaflet 1 and leaflet 3 appeared partially open while leaflet 2 appeared to be in a mostly closed position. All leaflets were flexible. Creases, imprints and wrinkles were noted on all leaflets. All commissures appeared intact. All sutures appeared intact. There was no evidence of damage such as bends or kinks to the frame. The valve was submerged in warm saline to expand frame to full dilation. The valve was placed in a cold saline bath to perform a loading simulation per the instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow and the valve continued to be deployed to the waist to the point of no recapture. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Updated: h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.